Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There is a ring in the cannula attachment, which can only be pressed in by force on some cannulas and can be properly connected to the syringe cone.

Event description:
08-december-2025: please indicate the date of the incident. - at the second location in (B)(6), the incident took place again on (B)(6). Could you please confirm the amount affected by this reported defect? - about 5 cannulas were affected on this one! Could you please confirm if this cannula broke off during use by the patient? - no.

Manufacturer narrative:
A device history record review was completed for provided material number 305891 and lot number 2502004. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture was received for evaluation. However, the picture only showed the product information label, not the device itself. Based on the picture sample, no defects related to the needle product could be detected. Twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility for further review. The retained samples were assembled with a 10ml discardit syringe and no signs of connectivity issues were found. Based on the investigation results, a cause related to the needle manufacturing process could not be determined for this incident. Judging by the description ¿there is a ring in the cannula connector, which, in some cannulas, can only be pressed in with force and properly connected to the syringe cone,¿ this is believed to reference to the snap clip which is the plastic white part positioned inside the hub. This part needs to be pushed to ensure the correct connection between the needle and the syringe. Based on the feedback shared, we cannot discard the possibility that handling may have played a role in this reported incident.